Manufacturer narrative:
Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. The engineering investigation is in progress.

Event description:
On (B)(6) 2015 a patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. Following implantation of the trunk-ipsilateral leg component, attempts were made to cannulate the contralateral gate with the contralateral leg component. Difficulty was experienced in advancing the component through the gate. The contralateral leg component was pulled back. As the component was being pulled back, the leading olive broke away from the delivery catheter and remained on the tip of the wire. A second wire was introduced and was utilized to snag the olive tip and pull it distally in the patient, landing it in the aneurysmal sac. The contralateral leg component was then deployed, trapping the olive tip within the aneurysmal sac. The patient did well following the procedure.

Manufacturer narrative:
Additional device information: (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The engineering evaluation stated, the (B)(4) device evaluation showed the following: the leading end of the catheter had separated from the catheter body at the trailing olive. The guidewire lumen had pulled out of the trailing olive bond on the catheter. The findings from the evaluation are consistent with the physician¿s observations. The catheter separation was due to the polyimide guidewire lumen pulling out of the trailing olive. The root cause for the broken leading end of the catheter could not be determined with the currently available information. The gore® excluder® aaa endoprosthesis instructions for use states,do not rotate the trunk or the contralateral leg delivery catheter while the endoprosthesis is inside the introducer sheath. Catheter breakage or premature deployment may occur. Do not rotate the contralateral leg delivery catheter during delivery, positioning or deployment. Catheter breakage or premature deployment may occur. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.